Event description:
Revision surgery on (B)(6) 2023, due to deep infection. In one-stage revision, the following components were explanted and replaced: · smr reverse finned humeral body (product code 1352.15.050, lot #1814510 - ster. 1800325) · smr reverse hp liner long (product code 1362.09.020, lot #1807120 - ster. 1800201) - product not sold in the us · smr connector small r (product code 1374.15.305, lot #1814875 - ster. 1800328) · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #1813606 - ster. 1800299) - product not sold in the us. The baseplate, screws and stem were left in situ. It was reported that the pathogen responsible for the infection is not known, but there was an open sinus leaking fluid. Specimen were taken during surgery for analysis. Previous surgery took place on (B)(6) 2018. Patient is a female, 88 years old. Event happened in new zealand.

Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the devices. Therefore, the products with these lot #s have been properly sterilized before being placed on the market. The items involved were not available to be returned to lima corporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s, we can state that the event was not product related. Pms data according to lima corporate pms data, revision rate of smr reverse implants due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Lima corporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.